Event description:
It was reported that a suture detached and remained inside the patient. In (B)(6) 2012 the flexima drainage tube was placed. A number of days after the surgery, the drainage tube was removed. In (B)(6) 2013, the patient reported difficulty with her kidney and urinary tract and experienced symptoms similar to a patient with kidney stones. A uroscopy was performed and it was discovered that the device suture, a long single filament thread, had remained inside the patient's kidney. The urologist removed the suture, but the patient was not doing well. In (B)(6) 2013 the patient's husband reported that the patient has not recovered well. She has a history of urinary tract ¿difficulty¿, meaning symptoms one has when they have a kidney stone, which seemed to be exacerbated during the time the suture was retained. After removal of the suture, she has not seemed to make much improvement to date.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a suture detached and remained inside the patient. In (B)(6) 2012 the flexima drainage tube was placed. A number of days after the surgery, the drainage tube was removed. In (B)(6) 2013, the patient reported difficulty with her kidney and urinary tract and experienced symptoms similar to a patient with kidney stones. A uroscopy was performed and it was discovered that the device suture, a long single filament thread, had remained inside the patient's kidney. The urologist removed the suture, but the patient was not doing well. In (B)(6) 2013 the patient's husband reported that the patient has not recovered well. She has a history of urinary tract "difficulty". Meaning symptoms one has when they have a kidney stone, which seemed to be exacerbated during the time the suture was retained. After removal of the suture, she has not seemed to make much improvement to date.